Manufacturer narrative:
Other relevant device(s) are: product: 9733467 - software 9733467 fusion ent app product analysis: product: 9733560xom , s/n: (B)(4) - insufficient information product: 9733467 - insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the axiem was having communication issues and decided to abort use of navigation. There was less than an hour delay to the procedure. There was no reported impact on the patient¿s outcome.

Manufacturer narrative:
Correction: patient weight updated. If information is provided in the future, a supplemental report will be issued.